Event description:
The physician reported that the implanted pacing system was not functioning correctly, and this was evidenced by syncope episodes and inappropriate pacing therapy. Three separate re-interventions were performed in an attempt to correct the issue. Ultimately, a lead was repositioned, and the subject device was replaced because there was blood inside the header.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.